Manufacturer narrative:
The reported event of triggering an atrial fibrillation alert was confirmed via provided device records. Based on the information provided, it was determined that the firmware flag was stuck preventing new alerts from triggering. This was due to an issue where the firmware does not re-start the 24-hour sliding window which causes the at/af burden to accumulate beyond the 24 hours.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited an incorrect measurement. No intervention was performed. The patient remained in stable condition.